Event description:
It was reported that during a coronary artery angioplasty procedure, balloon withdrawal resistance was encountered. The lesion being treated was a 75% stenosed, moderately tortous portion of the distal left anterior descending (dist lad). After the second inflation, the balloon was inflated for 12 seconds, the physician experienced "severe" resistance. The pt did not experience any symptoms at this time. The physician did not have any difficulty deflating the balloon, but had to remove it with the guide wire and was found to be "kinked and a little tangled". Flushing was maintained during procedure. Ivus was not used and the vascular access site was femoral. The type of lesion treated was progressive disease. The procedure was successfully completed with no pt complications. The pt outcome is listed as "good".

Manufacturer narrative:
(B)(4).